Event description:
Needle was securely attached to the syringe, when injected the medication didn't go through the needle and leak out where the syringe attaches to the needle. Father was aware, even states "yes, I could feel his leg is wet." Provider notified and dose repeated with father's consent.